Event description:
Related manufacturer reference number: 2017865-2022-10850. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on both the implantable cardioverter defibrillator (ICD)and the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Additional information: h6. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer reference number: 2017865-2022-10850. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on both the implantable cardioverter defibrillator (ICD)and the right ventricular (rv) lead.programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 should have had programming changes listed.